Event description:
Seven falsely elevated troponin I result were obtained on seven patients' samples. The results were not reported to the physicians. The original samples were retested on alternate methodology and negative or lower results were obtained. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was user error due to failure to manually prime the wash after replacing the wash 1 bottle.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was user error due to failure to manually prime the wash after replacing the wash 1 bottle. The instrument is performing within specifications.